Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of a reported ventilator service required alarm. There was no harm or injury reported. During device evaluation, the reported ventilator service required alarm was reproduced during an operational check. Upon checking the log, the occurrence history of error code e-384 was observed as the relevant alarm indicating a pressure sensor mismatch. Accumulation of dust was confirmed on the flow sensor on internal inspection. Since it was determined that the malfunction was caused by the flow sensor having an accumulation of dust, the flow sensor was replaced. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: due to dust contamination, the flow line-related components were replaced which included the system printed circuit board assembly (pca), blower assembly, 3-way solenoid valve, proportional valve, low flow o2 connecter, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual rim cup, filter cover, muffler assembly, tubing blower chassis, tubing fio2, low flow o2 tubing, tubing system pca, air inlet form filter and particle filter.

Manufacturer narrative:
The reported failure of the trilogy evo ventilator flow sensor due to contamination with dirt/dust is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.